Event description:
It was reported that the customer's insulin pump alarmed motor error several times. It was stated that the device was not exposed to a high magnetic field or been bumped or dropped. The displacement test was performed and the test failed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Motor error alarmed during the basic occlusion test and unable to prime during the prime test due to faulty force sensor. Motor was tested outside of the device and passed all motor tests. No damage found on motor.